Manufacturer narrative:
The medical records provided do not indicate a device failure or suspected device failure related to the bard mesh, nor do they indicate the cause of the patient's pain. No sample was returned for evaluation. Based on the currently available information, no bard mesh device failure has been indicated, however, due to the limited information, no conclusion can be drawn.

Event description:
Per patient report: the patient reported she was implanted with mesh during ventral incisional hernia repair in (B) (6) 2009. Since that time, she has experienced pain in the upper left quadrant, under her ribs where the mesh ends. The patient has undergone steroidal injection therapy x 2 with no relief. The patient reported the physician thinks it may be a piece of the end of the mesh hitting a nerve. Per medical records provided: on (B) (6) 2009 - pt. Underwent open surgery for incarcerated incisional hernia repair with composix mesh implant. Mesh was implanted as an underlay graft and attached using hernia stapler in 3 concentric layers of staples, with a least a 10 cm overlay around the hernia defect superiorly and overlap of the attenuated and herniated fascia underneath the umbilicus. On (B) (6) 2009 - pt presented to surgical office. Dr notes that the pt had a single area of trigger point pain in the left upper quadrant probably related to staples, healed midline incision. On (B) (6) 2009 - pt presented to surgical office. Dr notes that the pt has pain near the left -- at the edge of her mesh repair. Healed midline incision intact. Recurrent hernia. Trigger point noted as described. Neurotic pain. Plan: injection with kenalog and marcaine. On (B) (6) 2009 - office visit - pt complains of some abdominal wall pain at the edge of the mesh repair. Healed 100% injection of kenalog and lidocaine into abdominal wall. On (B) (6) 2010- pt presented to surgical office reporting some bulging just below her umbilicus. Abdominal wall diastasis noted below umbilicus at edge of previous mesh repair, without obvious herniation. No surgery recommended at the time of visit.